Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the lower part of the screen was missing pixels and the rest of the screen was completely black. There was no reported impact to the customer's blood glucose (bg) level. The customer reverted to an alternate method in insulin therapy.